Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged issue began at an unspecified time on (B)(6) 2012. The reporter stated that the patient manages his diabetes with oral medication (unknown type and dosage), diet, and exercise and denied making any changes to the patient's usual diabetes management routine in response to the reported issue. At an unspecified date after the alleged issue occurred, the reporter claimed that the patient developed symptoms of feeling "dizzy and shaky" but denied receiving any treatment in response to these symptoms. During troubleshooting, the cca determined that the battery was not installed. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.